Manufacturer narrative:
The received device had the cannula assembly fully deployed. The distal tip of the soft cannula was observed to be damaged. Further investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking through the hole in the exposed portion of the soft cannula. The timing and cause of this damage could not be determined. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The adhesive pad was returned attached to the bottom housing. The adhesive pad and adhesive pad welds were observed to be correctly aligned. No damages or manufacturing deficiencies were observed that would result in the adhesive pad separating or detaching from the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was tearing away from adhesive backing at the infusion site (abdomen), causing the cannula to dislodge. As treatment. A new pod was applied.